Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed all sealplugs are intact and all setscrews move freely. Detailed analysis was performed and the device passed all testing. The reported clinical observation was not confirmed. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, the atrial set screw was not released/loosened completely. Therefore, the associated atrial lead sustained insulation damage between the sealing rings. The lead produced diagnostics within normal limits and remains implanted. No adverse patient effects were reported.